Manufacturer narrative:
UDI # = (B)(4).

Event description:
The customer reported a red x, an ECG cable failure, a pacer equipment malfunction and a device error service required message. No patient involvement was reported.